Event description:
The customer reported poor image quality during a pediatric chest exam.

Manufacturer narrative:
(B)(4). The investigation is still ongoing and conclusions will be sent in a f/u report.